Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that the uvc was placed (B)(6) 2011 and secured with sutures. Upon removal on (B)(6) 2011, the uvc broke apart just below the hub where the catheter is joined.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.